Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, two afx vela suprarenal, and four afx limbs on (B)(6) 2025. The abdominal aorta and one of the iliacs were stented. There was no report of an adverse event at the end of the procedure; however, the physicians reportedly planned to stent the other iliac as a staged procedure. On (B)(6) 2025 the reported staged procedure was performed with the implant of two vbx (non-endologix) stents in the left common iliac artery to extend and reinforce the afx limb. During the clinical assessment it was determined that there was evidence to reasonably suggest left common iliac artery occlusion occurred that was not included in the event as reported. The left common iliac artery occlusion was discovered on (B)(6) 2025 during review of the computed tomography scan dated (B)(6) 2025.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the additional endovascular procedure complaint is confirmed. This is consistent with the reported adverse event/incident. The clinical assessment determined that there was evidence to reasonably suggest left common iliac artery occlusion occurred that was not included in the event as reported. The left common iliac artery occlusion was discovered during review of the computed tomography scan dated (B)(6) 2025. The clinical assessment also determined that a type ib endoleak of the left limb occurred at the time of index, left untreated. The endoleak was discovered during a review of the operative report dated (B)(6) 2025. It was reported that the additional endovascular procedure was a planned staged intervention. However, at index it was reported intraoperatively that the angiogram shows endoleak at area of overlap in left iliac limb. Two days postoperatively, the CT scan noted occlusion of left common iliac artery stent. It is likely this contributed to the reported event but could not conclusively be determined. The left common iliac artery was aneurysmal with a maximum diameter that was 35 mm. This could have contributed to the reported events but could not be conclusively determined. No procedure related harms were identified. The final patient status was reported as discharged home on postoperative day 2 in good condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b3: date of event has been updated. B5: describe event or problem has been updated. G3: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, two afx vela suprarenal, and four afx limbs on (B)(6) 2025. The abdominal aorta and one of the iliacs were stented. There was no report of an adverse event at the end of the procedure; however, the physicians reportedly planned to stent the other iliac as a staged procedure. On (B)(6) 2025 the reported staged procedure was performed with the implant of two vbx (non-endologix) stents in the left common iliac artery to extend and reinforce the afx limb. During the clinical assessment it was determined that there was evidence to reasonably suggest a type ib endoleak occurred during the initial procedure that was not included in the event as reported. The type ib endoleak was discovered during a review of the operative report dated (B)(6) 2025. It was also discovered that left common iliac artery occlusion occurred that was not included in the event as reported. The left common iliac artery occlusion was discovered during review of the computed tomography scan dated (B)(6) 2025.